Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer had lbgs and called the paramedics to assist the customer. The cause of the event was not known. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the leadscrew test. The contact was advised to discuss possible causes of lbgs with the customer's md. It was indicated that the pump was operating as designed and does not need to be replaced.